Event description:
Healthcare professional reported "severe pain" and " baker IV capsular contracture". Later, healthcare professional reported pain and capsular contracture baker grade iii diagnosed via ultrasound. As per operative report pain, discomfort asymmetry, glandular ptosis of stage iii and capsular contracture. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "severe pain" and " baker IV capsular contracture". Later, healthcare professional reported pain and capsular contracture baker grade iii diagnosed via ultrasound. As per operative report pain, discomfort asymmetry, glandular ptosis of stage iii and capsular contracture. This record is for the left side. Device was explanted.